Event description:
A (B)(6) male pt contacted zoll customer support for an unrelated event. Upon servicing of the electrode, a reportable problem was discovered. The electrode belt failed incoming testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming testing. The cause of the test failure has been isolated to components u727 and u728, input logic translators, on the pca board sn (B)(4). Both components were shorted. The root cause of the shorted components was unable to be positively determined. No adverse event resulted from the shorted components. The pt received a replacement electrode belt.